Manufacturer narrative:
Main component of the system and other applicable components are: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
A consumer implanted for non-malignant pain reported that starting ¿a week ago¿ they were ¿experiencing changes¿ with their response to stimulation, meaning they had pain when using the level that worked for several months. The consumer further reported they had ¿some pain in slightly different areas.¿ stimulation was increased but it sent ¿tapping¿ down the consumer¿s legs. It was noted the consumer had two programs and thought they may need another, so they wanted to meet with the manufacturer¿s representative (rep). The consumer later reported it was their understanding the leads may have shifted since they had excellent pain coverage for the first five months. In order to resolve the change in therapy the consumer met with the rep. Who set up two additional programs; program c which didn¿t work for them, and program d which only gave a little relief, but not enough before the ¿tapping¿ began. Even after reprogramming the issue wasn¿t resolved so the consumer was going to contact the rep. For further reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.